Manufacturer narrative:
There were no consequences on pt treatment/medication due to discrepant results. If add'l info is received, appropriate notification will be provided.

Event description:
User received total-psa results that were lower than free-psa results for two pt samples. Samples were obtained on different days from the same pt. These results do not fit with the clinical picture of the pt. Sample 1, collected on (B) (6) 2009 gave total psa of 0.818 and free-psa of 2.43 ng per ml. Sample 2, collected on (B) (6) 2009 gave total psa of 0.832 ng per ml and free psa of 2.58 ng per ml. Sample 2 was repeated on a tosho analyzer giving total psa of 1.38 and on an immulite 2000 giving free-psa of 1.04. No units of measure were provided. No consequences on pt treatment/medication due to discrepant results. If add'l info is received appropriate notification will be provided.